Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device battery case was stuck on device, there was a piece of another battery case coupling pin that fell out when the case was removed, the triggers jammed, one lock slide was jammed in and the logo was scratched off. It was also noted that the device had worn components. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling and care. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an educational training session, it was observed that casing on the small battery drive device was stuck. The event was not related to surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.